Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument arced at the end of the jaws inside the patient causing the jaws to be damaged. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument was connected properly to the dv5 generator. There was no coagulation energy between the jaws of the instrument. A damage was observed on the white plastic component of the instrument after the arcing event. The arcing appeared at the base of the jaws, where the damage was observed and in contact with the cables. The arcing occurred during cauterization of the hepatic parenchyma. The first instrument was used for one hour, and the second instrument was used for 30 minutes prior to the arcing event. The instrument tips were in contact with the tissue when arcing occurred. The instrument tips did not touch any staples, clips or sutures while energy was activated. The jaws were not immersed in liquid or contaminated by carbonized tissue (biological debris) prior to activation of the instrument. There was no patient injury due to arcing. The patient did not return to the hospital due to any postoperative complications related to the electrical arcing event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.